Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced high watt alarms and several unexpected pump stops. There was suspicion of a possible thrombosis ongoing. The patient underwent a coronary artery bypass graft (CABG).

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that there was no confirmed thrombus and the patient was asymptomatic. Additionally, the CABG surgery performed was not for this patient.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported t subsequent log file review revealed above normal power consumption and a failed motor start.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- controller 2.0 serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as both devices remain in use. No performance allegations were made against the controller. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a gradual increase in power consumption and estimated flows within the analyzed period followed by a sharp increase in power consumption, including power spikes, starting on (B)(6)2024. In addition, one-hundred and three (103) high watt alarms were logged since (B)(6) 2024. Review of the alarm log file also revealed fifty-two (52) vad disconnect alarms were logged between (B)(6) 2024 at 19:52:09 and (B)(6) 2024 at 02:34:27, indicating a physical disconnection of the driveline from the controller. The alarms were most likely false alarms, given that the speeds recorded at the onset of the alarms were higher than the set speed. This indicates that a possible loss of synchronizati on of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Following the first false vad disconnect alarm, one (1) vad stopped alarm was logged on (B)(6) 2024 at 19:53:15, indicating that the pump failed to restart after multiple attempts. The vad disconnect alarms and vad stopped alarm were likely perceived as the reported pump stops. As a result, the reported "high watt alarms and several unexpected pump stops" were confirmed. The reported thrombus could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high-power events and the risk documentation, a possible root cause of the reported high power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion and/or a premature demagnetization of the inner bearing sub-assembly. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:(B)(6) 2018/serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 31-mar-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the manufacturer received product performance data. Manufacturer's analysis subsequently revealed a loss of commutation. The controller remains in use.